Event description:
Related manufacturer reference number: 2017865-2023-22295, related manufacturer reference number: 2017865-2023-22297, related manufacturer reference number: 2017865-2023-22298. It was reported the patient presented to the hospital with persistent bacteremia. A transesophageal echocardiogram revealed tricuspid valve vegetation. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient condition was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.